Event description:
Additional programming history was reviewed on (B)(6) 2012. History showed that a faulted system diagnostic test occurred on (B)(6) 2012. The patient's device was initially interrogated at intentional settings. A faulted system diagnostic occurred, and the device was interrogated at the faulted settings found in the pa results.

Manufacturer narrative:
Review of product analysis results.

Manufacturer narrative:
(B)(4): additional information was recevied indicating that the inital reporter was incorrect. This report is being submitted to correct this information.

Event description:
This vns patient's generator was explanted on (B)(6) 2012, due to battery depletion. Product analysis for the generator was approved on (B)(6) 2012. Interrogation of the generator upon return showed that the device was at inefficacious settings indicative of a faulted diagnostic test. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.